Event description:
Perforation of bowel occured during colonoscopy procedure, during procedure, cf-100 colonoscopy could not be advanced into sigmoid colon, due to narrow passage and multiple diverticuli. The gastroenterologist (pcf-130l has smaller diameter). When gastroenterologist attempted to advance pcf-130l, scope only advanced to 30 cm. Gastroenterologist discontinued procedure and ordered x-ray. Nurse supervisor scheduled x-ray for approximately three hours following failed colonoscopy procedure. Nurse supervisor reported that while pt remained in recovery, she was very uncomfortable. Gastroenterologist checked pt's condition and noted that pt had been uncomfortable prior to colonoscopy procedure. While in recovery, nurse supervisor reported that pt had hyper active bowel signs. When x-ray was taken, it revealed accumulated free air in secal area and normal test results for the barium enema (gastrografin was used in place of barium). Normal test results indicated that perforation had sealed over and pt was not taken to surgery. However, pt remained hospitalized and has been treated with antibiotics. At later date, surgery will be performed to remove section of colon with multiple diverticuli.